Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage on (B)(6)2025. The infusion set was in use for 2 days. The leakage was at the quick release (qr). No further information available